Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified a hemoglobin (hgb) failure and replaced the hgb lamp. He also stated that he replaced diluent filters, rbc (red blood cell) filters and air filter. Two parameters, rbc and platelet counts were failing the start-up procedure. He replaced vacuum chamber to resolve the platelet issue. The system performance was verified. (B)(4).

Event description:
The customer reported test results for hemoglobin were not generated for patient samples when using the coulter act diff analyzer. Error messages for "hemoglobin voltage failure" were generated by the instrument during this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.